Event description:
It was reported that a spectrum iq infusion pump didn't run the air in line test, alarmed downstream occlusion error during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, "wont run the air in line test, alarmed occlusion downstream" was not reproduced. The device was sent to air-in-line testing and the device passed, the device was sent to downstream occlusion testing and the device failed due to not restarting after downstream occlusion and addition to a false downstream. A review of the event history log revealed downstream occlusion! Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor out of calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.